Event description:
A hosp nurse reported that two disposable nm-25l injector needles failed in surgery as the dr was attempting to inject a bleeding ulcer with epinephrine during an endoscopy procedure. The nurse reported that the first needle extended from the tube during the testing stage but failed to extend from the tube once it was inserted into an olympus gastroscope. The scope and the needle were in the pt's stomach at the site of the gastric ulcer when the failure occurred. The nurse stated that she attempted to use a second injector needle but the needle did not extend from the tube during the testing phase. A third needle was used successfully and the procedure was completed without incident. The procedure was prolonged for about 15 minutes as a result of the problems with the two needles.